Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the left circumflex artery and involved a calcium ring. The 3.00mm x 15mm nc emerge balloon was selected for use. However, upon second inflation the balloon ruptured. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.